Manufacturer narrative:
Base line functionality test : pass. Displacement dose accuracy: pass. Paired to commercial app using 11 units. Inpen passed baseline and wireless functionality. App logbook displayed: 15,15,15,15,15,15,15,15,15,15. No problems found with this inpen all functions tested ok. Serial number: (B)(6). Software version: 3.9.0. Color: pink . Battery life remaining: <12 months. First bond date: (B)(6) 2023, initial battery %: 81. Last bond date: (B)(6) 2023 , last battery %: 82. User mobile device: iphone 13, ios: 16.4.1. Testing mobile device: iphone 12, ios: 16.3.1. Customer reports: inpen squirted a bunch of insulin and inpen doses not transmitting to app. Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. The inpen paired to the commercial app. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed front cap investigation. Pending further investigation performed in san diego location. In conclusion per san diego analysis: base line functionality test and displacement dose accuracy passed. Paired to commercial app using 11 units. Inpen passed baseline and wireless functionality. App logbook displayed: 15,15,15,15,15,15,15,15,15,15. No problems found with this inpen all functions tested ok. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Updated summary: it was also reported that the screw was not moving as intended. Customer called back to report that after several times of trying, the inpen was able to finally get it to work. Reported issue resolved no escalation required. The case is non reportable.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Information received by medtronic indicated that the customer reported that the inpen keeps asking 5.5units. Troubleshooting was declined for the screw movement and inpen dose not transmitted to inpen application. The issues were unresolved. No harm requiring medical intervention was reported. The customer will discontinue the use of the inpen and will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.